Event description:
Patient reported obtaining back-to-back blood glucose results, of 238 mg/dl and 103 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The advantage system: strip lot 549519 with expiration date 02/29/2008.

Manufacturer narrative:
The suspect product is the comfort curve strip.